Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse over the last 23 hours. The nurse checked the PICC (peripherally inserted central catheter) line, the clamp was off and the line was flushing well with blood return; however, a small kink was observed on the tubing of the PICC line. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from june 17, 2022 - june 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.